Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 24 mmol/l at the time of incident. The customer reported that the customer had high blood glucose level. The customer¿s blood glucose level was 15 mmol/l and the customer was treated with manual injection for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, cracked keypad overlay at select button and minor scratched lcd window. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.